Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided a response to questions related to reprocessing steps taken when the foreign matter was observed. Based on the response, no deviations from the instructions from use were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was due to insufficient reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor had black dots in the mesh filter and exhibited error e81 indicating process could not be properly controlled. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6), (B)(6), and (B)(6) capture related events.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. During troubleshooting, it was noted that the gasket between the ultrasound plate and the basin was deteriorated to the point that rubber was flaking off. The fse confirmed deterioration of a rubber gasket in the basin. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.